Event description:
On (B)(6) 2013, it was reported that, since revision, the pain radiating down the patient¿s arm was no longer occurring.

Event description:
It was reported to our consultant that a vns patient will be having a battery replacement to a smaller model. The surgery will be performed because when she shakes her left arm it is irritating her she has numbness and tingling down her left arm. Her neurologist believes the implant is next to brachial plexius and she would benefit from re-position (and a smaller demipulse). The patient will be scheduled for surgery in (B)(6) 2013.

Event description:
The patient's explanted products have not been returned for analysis after good faith attempts have been made.

Event description:
Additional information was received that the patient went to surgery. They decided to do a complete revision including a prophylactic battery change. The patient reported pain and the decision was made to replace the generator for a smaller generator. They suspected a lead issue related to her initial complaint of pain (neck) and the pocket was already wide for the bigger generator (ie did not want the demipulse to potentially float in the larger pocket) prior to the surgery the device was interrogated and the results were normal and eos=no. However, the surgeon reported a slit in the lead insulation. It was unknown if the slit was made by the surgeon during the surgery or if it was there prior to the surgery. It is unknown if the lead body will be returned for analysis. At this time the generator is being returned.